Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : na.

Event description:
It was reported that the right ventricular lead exhibited loss of capture. The patient experienced episodes of asystole and had an escape rhythm around 20 beats per minute. The lead was capped and replaced.